Event description:
Since switching from the dexcom g6 sensor to the dexcom g7 sensor I have observed a serious fluctuation in accuracy and several occasions where dexcom rejects my manual calibration using a finger stick glucose meter. The seriousness of this comes where dexcom feeds faulty high data to my tandem t-slim2 insulin pump resulting in insulin dosing where none is needed. The dexcom sensors are prone to error due to "compression lows" when lying on a sensor site but giving my pump a low reading of 55 when I am actually 90 is not life threatening. When my dexcom g7 insists I am at 196 when in fact I am at 140 will result in my tandem pump believing I am in need of more insulin than what is accurate. This can cause a life threatening, high dose of insulin when none is needed. I have fought this with each of the now 4 g7 sensors I have tried since switching from the older g6 sensor. For dexcom to reject my manual calibration using a far more accurate finger stick on my contour glucose meter is unconscionable. On several occasions I have had to fight a low glucose of <45mg/dl because the dexcom reported a false high value to my insulin pump. On one occasion I had to inject a gvoke rescue shot when my glucose was found to actually be <40mg/dl that was a painful and horrendous experience. Had I not had the foresight to request a gvoke syringe from my endocrinologist to have on hand for emergencies my fate would have likely been death in that situation. I will add also that the adhesive used on the dexcom g7 has an excessive amount of adhesion compared to the g6. Removal is painful leaving bruising and skin irritation which lasts for over a week. I am one to tolerate medications and new durable medical devices with ease but must speak out to say that the dexcom g7 is not fit for public use and should be black flagged pending a full review by the FDA and independent testing. Dexcom g7 reading: 196mg/dl finger stick contour glucose meter reading:154mg/dl dexcom rejected manual calibration saying to try again in 1 hour.